Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a left shoulder arthroplasty is present. The entire humeral implant is not included on the image. There is no fracture or dislocation. The humeral head implant is anteriorly positioned in relation to the glenoid implant. While not specific, this may be associated with subscapularis tendon tears. No fracture, wear or abnormal radiolucency. Bone quality appears osteopenic. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision approximately seven (7) months ago to receive a pmi device due to pain and glenoid loosening. Attempts have been made and no further information has been provided.